Event description:
Device #1 malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of the common femoral artery using a proglide device after an interventional procedure. The proglide device was deployed successfully; however, after advancing and tightening up the knot, hemostasis was not achieved. A second proglide was attempted with the same results. Hemostasis was achieved using a starclose device. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The perclose proglide device #2 part # 12673-03, lot # 60068-6h, is being filed under a separate medwatch number.